Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by surgeon that this was the third time post-operatively the rod has slipped at the distal end of the construct using the expedium 5.5 uni screws. Set screws have always been final tightened to either 80 inch pounds or 100 inch pounds. The slipping has been noticed at the post op x-ray films months after procedure. This report is for one (1) altalyne ultra as 5.5 x 600mm this is report 1 of 1 for complaint (B)(4). (B)(4). Captures the 3rd event.